Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was made aware that quality control (qc) results were within specifications and no error messages were generated by the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. Siemens is investigating the issue.

Event description:
The customer informed siemens of (B)(6) discordant results obtained on the advia centaur xp instrument. The discordant results were not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. Repeated test results were lower (nonreactive), and the customer stated that results did not match previous results. The customer did not provide additional information, and it is unknown if discordant results are (B)(6) or (B)(6). There are no reports of patient intervention or adverse health consequence due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00313 on 30-july-2018. Additional information received on 03-august-2018: siemens has been following up with the customer. The customer stated that the discordant results were due to an issue with their laboratory information system (lis). The customer informs the lis has been fixed and no longer an issue. No further assistance requested. No further evaluation of this device is required. Results code and conclusions code were updated.